Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that on an unknown date, the handles of the two (2) posterior lumbar interbody fusion (plif) graphic pusher broke in half. This was discovered while in the wash in medical device reprocessing department (mdrd). There was no patient involvement. This report is for a plif graft pusher. This is report 1 of 2 for (B)(4).